Event description:
It was reported to 3m that the pt underwent a ca for a pancreatic tumor and that the pt received 2nd to 3rd degree burns under the electrosurgical pad. This case reportedly involved the use of two generators, two cables, and two electrosurgical pads. The first electrosurgical system was a "trial" system, with the pad applied to the pt's right thigh. The generator did not alarm, but the system was not functioning. It was reported that as part of the troubleshooting, the health care personnel first replaced (in sequence) the active electrode, the cable, the electrosurgical pad and finally the generator, over the time span of 2-3 minutes. It was reported that after the trouble shooting described above, the health care personnel changed to a second electrosurgical system with a new plate placed on the pt's left thigh. However, the pad which had been placed on the pt's right thigh was left in place. Surgery was performed as normal, and upon removing the pads, a burn was observed on the right thigh, and was reported to be approx 2 cm by 2 cm in size. It was reported that a tiny burn was also observed just at the edge of the adhesive border of the pad placed on the left thigh. It was reported that the burns were treated with moist dressings. It was also reported that before applying the electrosurgical pads, the healthcare personnel applied "aquagel" lubricating jelly to the area under the pad to moisturize the skin and hopefully increase conductivity of the electrosurgical pad. The generator used for the surgery was reported to be manufactured by conmed, with a cut setting of 300 ma, and a total activation time of 2 to 3 minutes. The generator was reportedly evaluated by a biomedical engineer and found to be within normal operating parameters.